Event description:
It was reported that during a percutaneous coronary transluminal angioplasty/stent procedure, the stent delivery system (sds) was inflated to 2 atm and ruptured. The stent separated from the sds as it was being removed. A smaller balloon was then inserted into the undeployed stent and inflated to minimum pressure. Stents were then successfully removed as a unit. The procedure was completed successfully with another stent system. Reportedly, the pt handled the procedure well. No pt injury was reported.